Event description:
The clinician reports that the day the implant was placed in ADA 25, failure occurred upon insertion. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.